Manufacturer narrative:
It was reported that the patient underwent an unknown surgery on unknown date due to tendovaginitis and suture was used. Following the procedure, the patient experienced pus formation at the puncture channels. Currently, the patient has recovered. (B)(4).

Event description:
It was reported that a patient underwent a surgical procedure and suture was used. The patient experienced wound healing disruption. Additional information has been requested.

Manufacturer narrative:
(B)(4) - wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.